Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that when the patient touched electronic devices, such as a cell phone or a computer, the stimulation increased in intensity in her upper extremities where the stimulation was meant to cover until she lost contact with the electronic device. It was later reported that nothing was done to resolve the issue. It was stated that the manufacturer's representative did not understand the cause for these symptoms. Nothing was planned at the time of the report. The patient was still receiving therapy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had great coverage, but whenever they would touch an (B)(6), computer, outlet, or car the stimulation intensifies significantly. The intensity wouldn't stop until the patient let go of the electronic device, and then it goes back down to a comfortable setting. The stimulation intensifies in the coverage area but would get strong enough that patient could feel stimulation in other areas as well. The reported event has been occurring for the past 2-3 months. No falls, trauma, or reprogramming was associated with the event. In (B)(6) the patient noted they felt like something was "pulling in the back across the shoulder." The patient met with a manufacturer's representative and there was nothing determined to be an issue at that time. The patient turned stimulation off, and touched an (B)(6) and reported not feeling stimulation intensify. Stimulation intensifies in any environment and was not specific to position. An impedance check was performed and all impedances were in normal range. Adaptive stimulation was off at the time of report, and it was not thought that it had ever been activated. It was noted the leads were placed cervically with the implantable neurostimulator (ins) in the flank.